Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 3057, product type screening device .product ID 3057, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had not voided voluntarily since the catheter and the procedure was completed. The patient was concerned that the device had damaged their ability to void on their own and that the device was not working due to the patient not feeling an urge to urinate and not urinating on their own since removal of the catheter. The patient also had reported to have gone to the ER due to severe constipation, but the doctor's findings were that the patient was retaining fluid. The patient then had the procedure completed to help with their retention and during the hospital stay the patient had a catheter in for 14 days. Additionally, the patient indicated that they currently had an in home nurse that would be checking their fluid retention every 5 hours. A number of days after the initial call the patient called again and reported that "the left side didn't work so they put it to the right side, but the right side didn't even register on the controller" which the patient indicated the left side hadn't worked since the implant and the "right side won't even turn on." The patient was on the left side at the time of the call and at 4.4, while the patient was feeling stimulation they were not getting symptom relief and stated that the therapy was maybe helping with their stool, but otherwise it was not helping. The patient went on to report that their nurse increased to 5.5 on the right side, but nothing happened and "it didn't work." The patient declined assistance increasing stimulation stating that if they increase stimulation further it will be uncomfortable. Stimulation was confirmed to be turned on and the patient was advised to follow-up with their healthcare provider (hcp) regarding their lack of therapy. The patient's indication for use in the trial was reported as non-obstructive urinary retention, as such the patient's urinary retention appeared to be pre-existing. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.